Event description:
It was reported that guide wire coating issue occurred. A 035/260 amplatz super stiff guide wire was selected for use. However, during preparation it was noted that the coating on the wire seems to be uneven. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that guide wire coating issue occurred. A 035/260 amplatz super stiff guide wire was selected for use. However, during preparation it was noted that the coating on the wire seems to be uneven. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. Unit returned with its original pouch batch 22133211. The unit returned has tip bent, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has its distal tip kinked and also has signs of friction along the body. Overall length is within specifications. Outer diameter (od) of distal tip, middle of the device, and proximal section are within specifications.